Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between march 3-4, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that saline would not flow out of the administration tubing. This issue occurred prior to patient use. No additional information is available.